Event description:
It was reported that the patient had a suspected lead fracture, which could not be confirmed on imaging. It was also suspected that the lead fracture was due to patients multiple non-device related falls. Additional information was received that the patient was experiencing excruciating low back pain and was given pain medications. The leads did not appear to be physically fractured however high impedances and migration was noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing excruciating low back pain. The patients leads had high impedances and the right lead had migrated. It was also mentioned that the patient had a fall. An x-ray was taken and showed no displacement of the lead but there was no activity to the lead indicating a fracture. The patient was given pain medications.

Event description:
It was reported that the patient had a suspected lead fracture, which could not be confirmed on imaging. It was also suspected that the lead fracture was due to patients multiple non-device related falls.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075329.